Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed leaflet, and flail. A steerable guide catheter (sgc) and mitraclip xtr was inserted, and grasping was performed. However, the sgc was unable to be straightened, and the leaflets were unable to be grasped. It was noted that while attempting to grasp, the clip bounced back to the flap by the anterior lobe. Therefore, the clip was removed from the patient. The mr remained at a grade of 4+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unable to straighten sgc was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported unable to straighten sgc was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.